Event description:
Iridex became aware of a patient experiencing corneal damage post treatment with a g-probe. Part a is not filled out as patient identifier details were not provide to iridex. The treatment parameters were within specification. Engineering failure analysis could not be performed because the device was not returned for evaluation. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Iridex will continue to follow-up with the clinic.